Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service. Recommendation given to customer to replace the column. At the present time the customer declined, but will contact when they want it done.

Event description:
It was reported that the lift column on the 9800 system is intermittently not working properly during a case. The case was completed. It was also noted that the column is making a grinding noise. There was no report of patient injury.